Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c. The revision and pain reported was likely due to glenoid loosening and a possible infection. However, the reported glenoid loosening and infection could not be confirmed. Additionally, potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: (B)(6) - 320-15-01 - eq rev glenoid plate. (B)(6) - 320-01-42 - equinoxe reverse 42mm glenosphere. (B)(6) - 320-10-05 - equinoxe reverse tray adapter plate tray +5. (B)(6) - 320-15-05 - eq rev locking screw. (B)(6) - 320-20-00 - eq reverse torque defining screw kit. (B)(6) - 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) - 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) - 320-42-00 - equinoxe reverse 42mm humeral liner +0. (B)(6) - 321-20-00 - equinoxe reverse shoulder drill kit. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-02002. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 29 months after a left total shoulder revision procedure, the patient presented with aseptic glenoid loosening. Despite CT, bone scan, dce surgery, patient has described current situation as "severe pain" in left shoulder. Patient is unable to use left shoulder for basic adls. States any motion causes pain. Pain is sharp, not improving and present at rest but more severe w/ motion. Pain not associated w/ tingling, numbness or weakness. Approximately two months later, the patient underwent a two-stage revision to exactech devices, first revised to an abx spacer, followed by reverse shoulder devices. No further impact to the patient was reported. No other information is available.